Event description:
The it / is manager reported that the patient names were dropping from the central nurse's station (cns) after an ao2 message. When a patient was transfered to a new department, he stated that they needed to transfer from cns 108 to cns 208 at 6:43pm. The name and room was removed but leaves the patient number. (B)(6). Then on 06/22, they reported that they they are seeing this happen on multiple beds and they would like to have someone check their admit discharge transfer messages. Issue with the patient's name coming across after a transfer. They are seeing an ao2 message on the server after the transfer then when they check the patient data the last name is the only data that is crossing over. No patient harm was reported.

Manufacturer narrative:
The it / is manager reported that the patient names were dropping from the central nurse's station (cns) after an ao2 message. When a patient was transfered to a new department, he stated that they needed to transfer from cns 108 to cns 208 at 6:43pm. The name and room was removed but leaves the patient number. (B)(6). Then on 06/22, they reported that they they are seeing this happen on multiple beds and they would like to have someone check their admit discharge transfer messages. Issue with the patient's name coming across after a transfer. They are seeing an ao2 message on the server after the transfer then when they check the patient data the last name is the only data that is crossing over. No patient harm was reported.